Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas and reported a blood glucose (bg) of 14 mg/dl with unconsciousness. Spouse treated patient at home. Patient is attributing this low to boluses that he did not give. Cts advised patient to go through pump and did find specific example of extra boluses given. This complaint is being reported as the patient experienced hypoglycemia related to the alleged malfunction.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump bolus history revealed a bolus on (B)(6) 2016 at 11:48 pm, a 5 unit bolus on (B)(6) 2016 at 12:56 am, and a bolus on (B)(6) 2016 at 7:52 pm. No data was available in the black box from this time due to continued use of the pump. The available daily insulin delivery totals added up to accurately reflect the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering within the required range. A 10 unit normal bolus and audio bolus were performed and accurately recorded in the pump history. No unprogrammed bolus deliveries were observed during testing. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked in two places.